Manufacturer narrative:
Date of report: (B)(6) 2021. Reporter phone number: (B)(6).

Event description:
The customer reported "alarm led failed" while the device was being checked before use in the medical engineer (me) room. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the power switch overlay and the phenomenon was resolved. The unit was tested, and it was returned to service.